Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that during the night the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Customer delivered a correction bolus and blood glucose levels were stabilized.